Event description:
No pt involvement. It is reported to (B)(4) that during a sales presentation of the affiniti related surgical tools tray it was discovered that a drill bit was disabled with the identifications of a longer drill bit. The surgical tray and the instruments it contains are durable, reusable class I devices. Drill bit part number (B)(4) was mislabeled in surgical tray (B)(4).

Manufacturer narrative:
Device return anticipated. Eval to be performed on receipt.